Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) developed atrophy, leading to a revision surgery. During the procedure, the cuff was replaced. No additional patient complications were reported.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced urinary incontinence related to atrophy, leading to a revision surgery. During the procedure, the cuff was replaced. No additional patient complications were reported.